Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to start up. Troubleshooting determined that the host pc had failed to boot up. It was confirmed that the bios battery in the main board of the host pc was defective. The fse replaced the bios battery. After replacement of the battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.